Event description:
Legal counsel for the patient reported patient underwent a left total hip arthroplasty on (B)(6) 2004 and a total right hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient underwent a left hip revision on (B)(6) 2011 and a right hip revision on (B)(6) 2012, due to patient allegations of pain, elevated metal ion levels, metal poisoning and metallosis. Review of invoice histories confirmed the modular head, acetabular cup and taper adapter were removed and replaced in both procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05057 / 05058).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2013-05057 / -05058 and 1825034-2014-03103 / -03105).

Event description:
Legal counsel for the patient reported patient underwent a left total hip arthroplasty on (B)(6), 2004 and a total right hip arthroplasty on (B)(6), 2006. Subsequently, patient's legal counsel reported patient underwent a left hip revision on (B)(6), 2011 and a right hip revision on (B)(6), 2012 due to patient allegations of pain, elevated metal ion levels, metal poisoning and metallosis. Review of invoice histories confirmed the modular head and acetabular cup were removed and replaced in both procedures. The taper adapter was removed and replaced in the right hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's operative (op) notes reports that during the left hip revision procedure, clear yellow fluid within the joint, black metal debris, a loose cup, and a bone defect going into the ischium and pubic area were observed. Right revision op report notes presence of a black haze coming through the posterior capsule, fluid, black synovium, and a small notch on the posterior aspect of the femoral neck, possibly impinging on the cup.